Manufacturer narrative:
Date is approximate with year validity. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient the device and remote were not working. The patient was going to follow up with their health care physician (hcp). During the initial call the patient could not troubleshooting due to the patient not having the programmers with them but it was noted the patient would be calling back. The patient reported their unit was not working and that they had two programmers and they were blank and would not work as well/the 3037 programmer would not turn on. The patient stated the implant and remote's stopped working in 2018 for around 3 months ago. The patient stated they called their hcp and they wanted the patient to see a nurse however the patient stated they needed to see someone from the manufacturing company. The patient noted they bought new batteries and still they were not getting the remote to work. The patient reported they normally would press on the ins site and feel stimulation however now when doing so they could not feel the stimulation. Additional information was received on (B)(6) 2018 when the patient called back to troubleshooting with the programmers. The patient placed brand new batteries, (B)(6) and (B)(6) and neither worked in either programmer even though proper positioning was reviewed. The patient noted they had never used the newer programmer and that the initial batteries were in there. No corrosion was noticed in either programmer. A replacement programmer was sent to the patient. Additional information was received on (B)(6) 2018. The patient called in because they received the replacement programmer and they wanted to know how to set it up. The patient was able to communicated with the ins and it showed that stimulation was on. The patient stated ¿why can't I urinate anymore?¿ it was reviewed with the patient on how to increase stimulation and the patient increased stimulation to where they could feel stimulation during the call. The patient noted they were using water pills to ¿push¿ it out. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.